Event description:
Major pump unit(s) involved: device thrombosisadditional text: pump thrombusspecific component(s) involved: pump drive unit malfunctionadditional text: hemolysis with liver dusfunction and hematuriaother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of driveline; replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction